Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experienced ineffective stimulation was reported to abbott. An additional lead was added to improve coverage and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was not provided. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation despite multiple reprogramming sessions. The patient was unable to experience left side coverage. In turn, the patient underwent surgical intervention wherein an additional scs lead was placed to get a better coverage of the patient's pain pattern. Stimulation was reported restored post-operatively.